Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited potential loss of capture or oversensing on stored high rate episodes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.